Event description:
Doctor placed the catheter for the pain pump in the space above the joint line. While holding the catheter and the pvc (polyvinyl chloride) tubing for the drains, the md attempted to check the placement by pulling on the catheter tubing and the 2 drains. Initially the tubing moved smoothly, then the catheter broke apart. The pieces were removed and a new catheter inserted.